Event description:
It was reported by service report that the left siderail does not always latch properly and the head end plastic cover is cracked exposing sharp edges. No pt involvement or adverse consequences are reported.